Event description:
The event involved a 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave¿, 3 clamps, rotating luer where the customer reprted that the hub was disconnected from tubing and the line was opened briefly with infection concern. There was unknown patient involvement, no harm was reported as a consequence of this event.

Manufacturer narrative:
One used sample list #b33098 was returned for evaluation. As received it was confirmed that one of the microclave came separated from the set. The tube was analyzed with ultra violet light an insufficient solvent coverage was confirmed. No additional damage or anomalies were confirmed. The outside diament of the separated tube and the inside diameter of the microclave were found with specification. Complaint of disconnection loose connection can be confirmed. The probable cause is due to an insufficient solvent applied during manual process assembly at manufacturing. The lot history review could not be conducted because no lot number(s) was/were identified.